Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the shell. ¿ observed an opening striated assessed as to surgical damage. ¿ wear abrasion observed in the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.